Manufacturer narrative:
The exact date of the event was not reported.

Event description:
It was reported that during photoselective vaporization of the prostate procedure, after 12:27 minutes of use, the fiber stopped working, a physical separation at the fiber tip was observed and error message 171 occurred. The procedure was completed with another fiber. There were no clinical consequences to the patient.